Manufacturer narrative:
Results: the strain relief was unwound, and a hole was present approximately 1.0 cm from the hub. The jet7 was ovalized from approximately 10.0 ¿ 115.5 cm and 133.5 cm from the hub. The device had kinks from approximately 120.0 ¿ 121.5 cm, 122.5 ¿ 124.5 cm from the hub. The device was stretched from approximately 130.0 ¿ 131.5 cm from the hub. The total length of the jet7 was approximately 133.5 cm. Conclusions: evaluation of the returned jet7 confirmed stretching on the distal shaft. This type of damage typically occurs if the device is manipulated against resistance. During functional testing, resistance was experienced while attempting to advance the jet7 through a demonstration neuron max due to the distal shaft damage and the jet7 could not advance any further. Further evaluation revealed an ovalization from the proximal shaft to the distal shaft. If the device is retracted from a rotating hemostasis valve (rhv) while the rhv is still tightened, damage such as this may occur. Further evaluation revealed additional stretching and a hole beneath the strain relief. These additional damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), a neuron max 6f 088 long sheath (neuron max), and a non-penumbra stent retriever. It was noted that the patient's anatomy was slightly tortuous. During the procedure, the physician made two passes with the jet7 and subsequently removed the devices from the patient. While flushing the jet7, it expanded at the distal end and the physician noticed that the distal tip was stretched. Therefore, the jet7 was removed from the procedure. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), the same 3maxc, the same neuron max, and the same stent retriever. There was no report of an adverse effect to the patient.